Manufacturer narrative:
H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to branch vessel occlusion or obstruction. H6: removed code d16 and added codes d15 and d12 under investigation conclusions.

Manufacturer narrative:
B20, the device remains implanted and was therefore not available for engineering evaluation. H6: c21, results pending for the product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient presented with a thoracic aortic pseudoaneurysm and underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system. The endoprosthesis was planned to deploy from just below the left subclavian artery. However, angiography after implantation showed that the 90% of the left subclavian artery was covered by the partially uncovered stent. Axillary-axillary artery bypass (ax-ax bypass) was performed and the patient tolerated the procedure. Reportedly, the patient had poor renal function, therefore intraoperative angiography was performed only one time prior to the deployment. One debranch bypass was planned as one option before the procedure.